Event description:
It was reported that following an orthopedic surgery the patient started to show signs of inflammation and suture spitting. The physician also reports that approximately 2 inches of a 1o inch incision has dehisced. The patient exhibited erythema and was administered antibiotics and placed on restricted movement. The wound continued to show inflammation, especially at points where buried sutures are under the subcuticular sutures. The physician is planning a reoperation to address the issue.